Event description:
Raised rash, itching, warmth where the site adhesive is; rash around his site, rash prior to this while using quickset, allergic to the adhesive, itching around the site [adhesive tape allergy]; seasonal allergies [seasonal allergy]; pain around the site [infusion site pain]. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".